Event description:
It was reported that the user experienced hypoglycemia after performing a full supply change, announcing a breakfast meal, and then taking a long walk; review of system data indicated insulin delivery limited to the meal announcement, with subsequent physical activity likely contributing to the low glucose. Symptoms included a low blood glucose reading with no reported loss of consciousness or other acute effects. Outcomes included self-management of the event without medical intervention or assistance, and correction with oral carbohydrates. Investigation included review of device-reported insulin delivery and user report of activities and glucose trends. Investigation of this case revealed no device malfunction and suggested that exercise following a meal announcement was associated with the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.